Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low out-of-range pacing impedances and oversensed noise due to suspected insulation damage. The patient is not pacemaker dependent. Surgical intervention was performed and the lead was isolated as the root cause. The lead was surgically abandoned and replaced without incident. No adverse patient effects were reported.